Manufacturer narrative:
(B)(4). Concomitant medical products: item name : shell with cluster holes porous 54 mm o.d. Size jj for use with jj liners item: 00875705401 batch: 63251808. This follow-up report is being submitted relay additional information. The device was not returned to the manufacturer. Therefore it could not be analyzed the device manufacturing quality record indicates that the released product met all requirements to perform as intended. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent revision surgery due to stem loosening.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent revision surgery due to stem loosening.